Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer woke up with a low blood glucose level and passed out on the floor. Her blood glucose level was over 30 mg/dl when the paramedics arrived on (B)(6) 2015. The paramedics gave her an IV and some sugar. The customer was not admitted as an inpatient for medical treatment. The insulin pump was exposed to a MRI over a year ago. The displacement test passed. The device was not returned.